Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment interaction with the tortuous, calcified and 85% stenosed lesion resulted in the reported inflation problem and the reported malposition of stent (stent did not inflate properly and was hanging in the lumen). The treatment appears to be related to the operational context of the procedure as the physician implanted another xience xpedition over the previously deployed stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified, 85 % percent stenosed lesion in the proximal left anterior descending (lad) coronary artery. The xience xpedition stent delivery system balloon, upon being inflated at the lesion during stenting, did not inflate properly and resulted in the stent implanting in the ostial to proximal artery with part of it hanging out of the ostium. A second xience xpedition stent was implanted over the previously implanted stent to treat the issue. There was no adverse patient sequela and no clinically significant delay there was no adverse patient sequela and no clinically significant delay. No additional information was provided.